Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. As a result, the patient's entire system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The following information has been corrected. A. Patient information d1 - brand name d3 - manufacturer information d4 - additional device information g1 contact office (and manufacturing site for devices) or compounding outsourcing facility.

Event description:
Additional information was received indicating the patient and device originally reported was incorrect.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. The event date is estimated.

Event description:
It was reported the patients ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted along with the rest of the system. No new product was implanted.